Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted lifescan alleging that they were getting an error 1 message on their device. This complaint is being reported because it was not resolved with troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.